Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information was provided by the surgery site. The intraocular lens was explanted on (B)(6) 2016 due to extreme dysphotopsia. This was believed to be caused by large pupils and not the lens. No further information was provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (iol) was implanted into the right eye of a (B)(6) female patient. The surgeon has planned to exchange this lens (with a new lens, unknown model and dioptre) on (B)(6) 2016, as the patient has been having issues (visual disturbance) seeing "ferris wheel". No further information was provided.